Event description:
It was reported that the patient was shocked every time they touched a metal object. The healthcare professional (hcp) ¿figured it out¿ that the patient wore the employee ¿swiper¿ badge right over the implantable neurostimulator (ins) implant location. After the patient moved, the badge to their waist they were no longer shocked. It was noted that it was probably related to the ins turning off and on with the ¿mag switch.¿ the hcp noted that it was ¿years ago.¿

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).